Manufacturer narrative:
Investigation: based on our investigation results, we cannot determine functional deviations or other abnormalities of the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We are able to confirm that the valve is adjustable in all pressure settings and the tactile feedback of the valve worked normally. The valve works within the specification.

Event description:
The sample was returned for examination.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that the doctor wanted to implant a progav 2.0 shunt system (#fx445t). When preparing and testing the shunt before implantation, the doctor noticed that there was no tactile feedback when pressing the shunt. This was despite the fact that the pressure function was working. The shunt was not used. The sample will be returned to the manufacturer for examination.